Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Reporter indicated that a non-qualified viscoelastic product was used in the device. Root cause has not been identified. A dvd was received by a company representative and is in transit to the manufacturing site for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the lens was noted to have two scratches approximately 0.5mm in length. One was 2 mm from the center of the iol and the other was 1 mm from the periphery of the lens. In a video review, the doctor could see that the tip of the plunger rode over the iol causing the lens to rotate and fold improperly as the lens was inserted in the eye. The surgery was completed with that same lens and it remains implanted. There was no indication of patient harm. Additional information was requested.

Manufacturer narrative:
A dvd was provided. The device preparation and initial lens advancement are not shown. A plunger override is observed. Lens damage could be observed when the lens was still in the nozzle. The plunger was not fully advanced which caused the trailing haptic to be pulled back into the incision. Cracks are observed on the optic and at the trailing optic/haptic junction. These cracks may have been interpreted as the reported scratches. The lens unfolded in the eye anterior side up as expected. A plunger override and lens damage were visible before the lens was delivered. Cracks were observed after the delivery, which may have been interpreted as the reported scratches. The device preparation and initial lens advancement are not shown. The plunger override occurred before the provided video started. Use of the device should have been discontinued at this point. The root cause may be related to a failure to follow the directions for use (dfu). A non-qualified viscoelastic was indicated. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu and is not recommended under any circumstance. The manufacturer internal reference number is: (B)(4).